Event description:
Customer reported unit's display went blank and ventilator failed without alarm. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.